Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that it was not possible to continue debridement with versajet due to a malfunction. When saline is nearly dry the tube clamp is closed, bag is changed, tube unclipped, however the unit will not function (as if there is an air bubble) after changing bag. This has occurred multiple times (4-5 times) in the last two weeks. It is unknown how many patients were involved, how the procedure was completed or if there was a delay. No other complications were reported.